Event description:
The complainant reported that while preforming a coronary angiography, air entered into the system and was injected into the patient. The patient experienced a momentary suspension of circulation. No additional procedures of medication were needed.

Manufacturer narrative:
The device history record and complaint data were reviewed. No significant anomalies were identified in the manufacturing records, there were no related incidents identified in the complaint data for this lot. The suspect device was not returned for merit and therefore, no conclusion can be drawn. Merit monitors events of this type. This is an unusual event with no significant increase in occurrence having been noted.